Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the ltv 1200 ventilator is getting distorted artifacts when in use. At this time, there is no information regarding patient involvement associated with the reported event.